Event description:
It was reported that the system did not stop vibrations and scanned 0ml. No pt injury was reported.

Manufacturer narrative:
The system was returned and the 0ml reading were confirmed but not the continual scans. The motion was irregular in the dcm, but it did not scan continually. A zero volume on the scan was verified after scanning on the phantom. The unit was tested with a fresh dcm. The probe scanned normally. The service rep replaced the dcm, probe bottom. The probe gave a "missing transducer" error. The unit passed tests with a known good probe. Due to the nature of the failure, the likely cause was either a probe pcba or scan cable. Both were replaced as a precaution.